Manufacturer narrative:
The reported 9x30mm biosure ha screw, used in treatment, was not returned for evaluation. However a 7mm biosure ha screw was returned. Visual assessment of the screw showed it is broken into four pieces and is missing a large portion of its material. The screw is soiled with human matter confirming it was attempted to be used. Without the pertinent clinical details an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Not preparing the insertion site with the proper prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that, during an acl reconstruction surgery, the biosure ha was found damaged when package was opened. A back-up device was available to be used. Surgery was not delayed. The patient was not harmed. The results of the investigation have concluded that this biosure had an "intra-operative implant breakage" which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.